Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after centrifugation that the bd vacutainer® sst¿ ii advance plus blood collection tubes gets were not seperating from the serum and red cells. The gel seem to mix with the blood and become slightly red. Found after use. No reports of serious injury or medical intervention noted.

Event description:
It was reported after centrifugation that the bd vacutainer® sst¿ ii advance plus blood collection tubes gets were not separating from the serum and red cells. The gel seem to mix with the blood and become slightly red. Found after use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for poor barrier separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for poor barrier separation with the incident lot was observed. Based on the investigation, no root cause could be established for the reported defect, however it is understood that patient conditions and processing factors can impact on the quality of the barrier obtained. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.